Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination presented no damage to the stent or the sds. Inspection of device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. A 16x2.50mm rebel stent was selected however during the procedure while inside the patient, it was noted that the stent was bent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. A 16x2.50mm rebel stent was selected however during the procedure while inside the patient, it was noted that the stent was bent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.